Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients age, date of birth, sex and weight is unknown and not available for reporting . This report is for unknown - proximal femoral nail anti-rotation (pfna). Part and lot numbers are unknown. Without the specific part and lot number; the UDI number is not available. Implant/explant date unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The (510k#): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article: zhang et al (2017). A retrospective analysis of the intertan nail and proximal femoral nail anti-rotation in the treatment of intertrochanteric fractures in elderly patients with osteoporosis: a minimum follow-up of 3 years. Journal of orthopaedic surgery and research, volume 12(147): 1-8. (B)(6) the aim of the study was to compare the long-term functional and radiographic outcomes of two devices for the treatment of primary intertrochanteric fractures in elderly patients with osteoporosis. Osteoporosis was defined as a bone mineral density (bmd) t-score value = - 2.5 at the contralateral femoral neck. The average age was 76.1 years. This study is a retrospective review of an evaluation conducted between december 2010 and august 2014. A total of 332 patients underwent treatment for intertrochanteric fracture following a fall. Out of the of 322, 283 patients were eligible for final evaluation. Of the 283 patients, 139 were treated with a proximal femoral nail anti-rotation (pfna) device, synthes, (B)(4). The specifications of the pfna device that was implanted include - 16.5 mm proximal diameter; 9¿10 mm distal diameter; 240 or 300 mm length; 1 proximal screw, 1 distal screw and 5° valgus curvature. There were 53 male and 86 female patients in the pfna group and the patient age was divided into five categories: 36 patients in age group 65¿69 years, 74 patients in age group 70¿79 years, 22 patients in age group 80¿89 years, 9 patients in age group 90-92 years. Remaining 144 patients were treated with an intertan nail (it) manufactured by smith and nephew, (B)(4). Patients were followed up for 1, 3, 6, and 12 months postoperatively and every year thereafter up to 3 years. The mean follow-up period was 38.8 months (range 36¿43 months). The mean follow up period for the pfna group was 39.1 ± 3.43. Mortality was recorded. The primary endpoint was the long-term radiographic outcomes. The secondary endpoint was the long-term functional outcomes which were evaluated based on the harris hip score (hhs). Malunion was defined as less than 50%contact between the proximal and distal fragments or collodiaphyseal angle (ccd) of less than 120°. Non-union which means nonunion of the fracture itself, not that of the third fragment, was defined as the state in which disturbed consolidation of a fracture that needs further surgical intervention or a prolonged healing time of more than 12 months or more. Complications: 4 patients experienced fracture fixation failure due to femoral shaft fractures distal to the tip of the main nail requiring revision surgeries 2 years after surgery. Eight (8) patients experienced fracture fixation failure due to femoral shaft fractures around the tip of the main nail requiring revision surgeries 2 years after surgery. Five (5) patients had delayed union. Two (2) patients had lower limb shortening (> 1.5 cm). One (1) patient had heterotopic ossification. One (1) patient had avascular necrosis of the femoral head. Thirteen (13) patients had postoperative thigh pain. This report is for unknown proximal femoral nail anti-rotation (pfna) and refers to 4 patients experienced fracture fixation failure due to femoral shaft fractures distal to the tip of the main nail requiring revision surgeries 2 years after surgery, 8 patients experienced fracture fixation failure due to femoral shaft fractures around the tip of the main nail requiring revision surgeries 2 years after surgery, 5 patients had delayed union, 2 patients had lower limb shortening (> 1.5 cm), 1 patient had heterotopic ossification, 1 patient had avascular necrosis of the femoral head, and 13 patients had postoperative thigh pain. This is report 2 of 3 for (B)(4).